Event description:
Customer stated that when performing the bravo procedure, the capsule didn't attach. The customer then used an endoscope to try and find it, but then the pt coughed and the bravo capsule came out of his mouth. Following the procedure, the pt had decreased breath sounds, cough, and wheeze. He had to be given an inhaler. The customer tried another bravo capsule and it attached successfully.